Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system - non-dehp solution set was found severed from an unspecified filter. This was identified during patient infusion with total parenteral nutrition (tpn); tpn line was dripping on the floor. The line was disconnected and the peripherally inserted central catheter (PICC) line was capped to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.